Manufacturer narrative:
(B)(4). The customer reported to have replaced the breath delivery (bd) printed circuit board (pcb). The covidien customer support engineer (cse) was called to downloaded the operating software onto the customer purchased bd pcb. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator generated a loss of communication alert message. Although requested, it is unknown if the patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.